Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. . In addition was review the user guide p/n 480145 and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The investigation conclusion cause was determined to be traced to the user.

Event description:
It was reported a peritoneal dialysis (pd) patient reported he was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6)2021 with complaints of abdominal pain and fever (no values provided). A pd effluent culture was obtained. The patient was diagnosed with peritonitis and initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The pd culture resulted positive for coagulase-negative staphylococcus haemolyticus. The cause of the peritonitis was attributed to a breach in aseptic technique. The patient stated that after he begins to set up pd therapy he then goes and does other things around the house before returning to complete pd therapy set up without washing his hands. The patient has continued to complete pd therapy utilizing the liberty select cycler during recovery. The patient is scheduled to have a home visit with the nurse on (B)(6) 2021 for re-education.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship. Additionally, there is no allegation of a liberty cycler set defect reported for this event. The patient admitted to a breach in aseptic technique resulting in the peritonitis. This is supported by the culture result of staphylococcus haemolyticus, a bacterium that can be found on the normal flora of human skin. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported a peritoneal dialysis (pd) patient reported he was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with complaints of abdominal pain and fever (no values provided). A pd effluent culture was obtained. The patient was diagnosed with peritonitis and initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The pd culture resulted positive for coagulase-negative staphylococcus haemolyticus. The cause of the peritonitis was attributed to a breach in aseptic technique. The patient stated that after he begins to set up pd therapy he then goes and does other things around the house before returning to complete pd therapy set up without washing his hands. The patient has continued to complete pd therapy utilizing the liberty select cycler during recovery. The patient is scheduled to have a home visit with the nurse on (B)(6) 2021 for re-education.